Event description:
Silicone breast implants (gummy bear) due to bilateral mastectomy. Both ruptured making me even more sick. No explanation of why the devices ruptured. Fatigue, dizziness, breathing problems, lung problems, skin problems, swelling, constipation, joint pain, nausea, hair loss, bloating, headaches and more.